Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus not delivery alarms or unexpected insulin flow blocked alarms noted. Unit received with the audio alert functioning properly. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The clinical manager reported via phone call that customer's insulin pump had hardware low level failure alarm. Blood glucose was 106 mg/dl. The insulin pump will be returned for analysis.